Manufacturer narrative:
Investigation results a visual examination of the complaint device revealed that the gauge was aligned with the barrel and was at +12 atm. A functional evaluation was performed and the unit had a smooth clockwise movement but did not return to 0 atm when the pressure was released. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the lower bile duct during an endoscopic biliary dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle would not move when pressure was being applied. The procedure was completed at this time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used in the lower bile duct during an endoscopic biliary dilation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle would not move when pressure was being applied. The procedure was completed at this time. There were no reported patient complications as a result of this event.